Manufacturer narrative:
The customer decided to have their device repaired and sent the device back to physio-control. Physio further examined the customer¿s device and verified the reported issue. Physio-control replaced the user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the pcb was the cause of the reported issue; however further component cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue; however, the device also had extensive exterior damage which was not covered under warranty. As a result, the customer declined service due to the costs associated with the repair. The device was then returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. &#1288;ere was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it had an intermittent white display and would cycle power by itself (reset). As a result, defibrillation may be delayed or not possible if it were necessary.